Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device was unable to replicate the reported event. However off label use was identified. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5 and h6 (device). If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Question: 1. Please clarify what you mean by damage? Is it cracked? Bent? Stripped or etc? 2. The der is marked "all parts were retrieved". For pieces being retrieved from patient. Please verify if this was marked by mistake or the instrument broke and was left in the patient? Answers for your question: 1. The inner piece of the femur, where the hinge pin slides through had been deformed in some way. The pin would not slide through. 2. The initial trials were not broken into pieces. By saying that all parts were retrieved. I am saying, that all the damaged trials were received. And sent to our cincinnati office. Nothing was broken off into multiple pieces.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 surgeon was putting an lps distal femur trail together. He used a x-sm right distal femur trial and a x-sm hinge pin and noticed that the hinge pin was having a difficult time passing through the femur. After further inspection after the case, both the hinge pin and inner part of the femur are damaged and need to be replaced. There were no broken pieces and all components were fully intact.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.